Event description:
In a literature review titled "comparison of vertebroplasty and balloon kyphoplasty for treatment of vertebral compression fractures: a meta-analysis of the literature", the following event was reported: one patient with a wound infection requiring surgical debridement, irrigation and closure three weeks post kyphoplasty and decompressive surgery. No additional information was reported.

Manufacturer narrative:
Report source: article titled: "comparison of vertebroplasty and balloon kyphoplasty for treatment of vertebral compression fractures: a meta-analysis of the literature" by jason c. Eck, do, ms, dean nachtigall, do, s. Craig humphreys, md, and scott d. Hodges, do. Method - other device not returned, internal review of literature, follow-up with author.